Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter was displaying an unspecified error message. The medical surveillance specialist (mss) reviewed the customer service representative (csr) documentation and spoke with the patient on (B)(6), 2010 to classify this case.the patient alleged that the product issue began at approximately 8:00 pm on (B)(6), 2010 while he was staying in (B)(6). The patient stated that the onetouch ultra meter was his back-up meter. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The csr documented that the patient manages his diabetes with humalog insulin (no adjustments). The patient reported that due to the alleged issue, he skipped usual dose of insulin (6 units) at 8:00 pm on (B)(6), 2010. A few minutes after the alleged issue began, the patient claimed that he "felt like passing out." The patient stated that he lied down and when the symptom did not disappear, he called a doctor to come to his house. The patient stated that the doctor arrived in his home at approximately 10:00 pm on (B)(6), 2010. The patient's blood glucose was reportedly tested on the doctor's meter and obtained a result of "3.5 mmol/l." The patient reported that the doctor treated him with a glucose tablet. During the troubleshooting, the csr documented that the patient did not have the meter or the strips at the time of the call. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the alleged issue, reportedly became faint, and received acute medical treatment from a doctor after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.